Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 200-04-45 - cemented finned tib. Tra sz 4f/5t. (B)(6) 200-04-55 - cemented finned tib. Tra sz 5f/5t. (B)(6) 200-75-09 - cr tibial insert sz 5, 9mm, slope ++. (B)(6) 200-75-09 - cr tibial insert sz 5, 9mm, slope ++. (B)(6) 230-02-05 - optetrak asy,cr cemented femoral, sz 5. (B)(6) 230-03-04 - optetrak asy,cr cemented femoral, sz 4. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6) 2010. Their right knee was revised (B)(6) 2021, approximately 10 years 8 months after their initial procedure. The patient has claimed the following injuries: pain and suffering, past cost of medical care, future cost of medical care, loss of earning capacity and mental and emotional distress. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.